Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that "scratching reaching the adhesive layer in the acoustic lens" is likely, to be a phenomenon. That occurred later, because there were no problems at the time of release. The following is included in the instructions for use (IFU): "warning do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also, cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The release button was found jammed during the evaluation. Additionally, as noted in event, the pink probe unit was damaged. The t-nut was loose. There was damage found on the acoustic lens. The object lens was scratched. The adhesive for the object lens was cracked and the adhesive around the light guide lens was peeling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis exera ii ultrasound gastrovideoscope due to mechanical jamming issue with one of the buttons. There was no patient harm reported from this event. During the device evaluation, it was discovered that the pink probe unit had been damaged. This report is being submitted to capture the damaged probe unit found during the device evaluation.